Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. The device was tested and simulated tissue for knife function with acceptable results. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaw of the instrument cleaned at all times and cleaned the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that while during oophorectomy and hysterectomy, the device jaws locked on tissue after sealing. The surgeon cauterized the tissue around the jaws in order to remove the device. There was no pt injury.